Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. There is insufficient information in the article to confirm the cause of the reported annular rupture. However, patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device will not be returned to edwards.

Event description:
As reported in a european journal article, 'emergency bailout surgery saves lives in high-risk patients with complications after tavr'. A retrospective single-center analysis was performed from (B)(6)2020, on patients who had tavr with balloon expandable sapien 3 used in 352 patients. This complaint is for 1 patient with a 23mm sapien 3 experienced a confirmed annular rupture. Per article, an 84-year-old patient whose tavr was delayed, presented left heart decompensation. The heart team agreed on the indication for tavr but noted severe and eccentric exuberant calcifications of the aortic valve. The approach and crossing of the aortic valve were complex. After pre-dilation, a 23mm edwards sapien 3 prosthesis valve was implanted. The implantation was performed without difficulty, but a cardiogenic shock occurred. Aortography confirmed the annular rupture, and the patient was transferred to cardiac surgery. The sapien prosthetic valve was explanted. During this procedure, a wound was discovered in the native left coronary annulus and a significant calcification of the valve. After treating the native annulus with a pericardial patch, a surgical aortic valve replacement with an edwards 23mm carpentier edwards magna ease prosthesis was performed. The postoperative course was uncomplicated, allowing the patient to be discharged on day 7 to the convalescent center.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers related to this article complaint. This report is 1 of 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2023-14486 and 2015691-2023-14487.